Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned, and the non boston scientific device explanted. A new rv lead and device were implanted and remain in service. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.